Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028.

Event description:
It is reported that the patient has been suffering an allergic reaction for a long time. The doctor has requested if the implanted knee tep contains nickel.